Event description:
Additional information received reported that the original implanting healthcare provider (hcp) did the implant incorrectly and it was not connecting to the spinal column. The patient was unable to use the device until the leads were repositioned in march.

Event description:
It was reported that the patient's initial implant did not work because the lead wasn't 'placed forward.' It was noted that the patient had a lead revision on (B)(6)-2013. Two days later, it was reported that after device implant, the patient was not using stimulation at all because the patient would not feel stimulation when the implantable neurostimulator was on. It was noted that the lead was revised because the lead was 'not in the space.' The reporter noted that an adhesive was possibly used during the lead revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 37744, serial# (B)(4), product type programmer, patient product ID 37754, serial# (B)(4), (B)(4).

Event description:
Additional information received reported before the lead revision, the leads ¿didn¿t go in and were not making contact¿, so the patient was unable to use the device. It was stated the ¿doctor put them in wrong, so they couldn¿t use it.¿ it was noted they ¿relocated the terminal ends.¿

Manufacturer narrative:
(B)(4). Note: this allegation was previously captured in a related event (MFR report 3004209178-2013-23899).

Event description:
Per pps, additional coding applied because the following was included in the event description: "patient was not using stimulation because when the device was on the patient would not feel stimulation."

Manufacturer narrative:
(B)(4).